Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio control failure analysis center further evaluated the removed system pcb assembly and observed that the crystal, designator y1, on the single board computer was intermittently failing to oscillate which resulted in the device to not complete it's boot-up cycle. Section e1 of the initial medwatch report indicates: initial reporter address (B)(6) section e1 of the initial medwatch report should indicate: initial reporter address (B)(6).

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed. There was no report of patient use associated with the reported event.